Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient representative reported left side rupture, "intense muscle pain and breast discomfort, as well as various inflammations and joint pains and, consequently, a decrease in vitality", "intracapsular breakage", "recall" was mentioned, " development of capsular contracture baker grade unknown, silicone-induced granuloma and altered permeability and signs of silicone gel leakage", joint pain, intense pain and anxiety crisis. The events of muscle pain and joint pain are not device related. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 27aug2024.

Event description:
Patient representative reported left side rupture, "intense muscle pain and breast discomfort, as well as various inflammations and joint pains and, consequently, a decrease in vitality", "intracapsular breakage", "recall" was mentioned, " development of capsular contracture baker grade unknown, silicone-induced granuloma and altered permeability and signs of silicone gel leakage", joint pain, intense pain and anxiety crisis. The events of muscle pain and joint pain are not device related. Device remains implanted.

Manufacturer narrative:
The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, granuloma, muscle and joint pain-ndr, anxiety, capsular contracture, baker grade unknown.

Event description:
Patient representative reported, left side rupture. "Intense muscle pain and breast discomfort. As well as, various inflammations and joint pains. And consequently, a decrease in vitality", "intracapsular breakage", "recall" was mentioned. " development of capsular contracture, baker grade unknown. Silicone-induced granuloma and altered permeability and signs of silicone gel leakage", joint pain, intense pain and anxiety crisis. The events of muscle pain and joint pain. Are not device related. Device remains implanted.